Event description:
Patient reported right side "capsular contracture - baker grade IV". The events "diagnosed with emphysema", "breathing difficulties (it was thought to be maybe dvt - but it was not)" are not related to the device. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture - baker grade IV". The events "diagnosed with emphysema", "breathing difficulties (it was thought to be maybe dvt - but it was not)" are not related to the device. Device remains implanted.